Manufacturer narrative:
Updated fields: b4,d9,g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: g2. A getinge field service engineer fse inspected the unit and replaced the executive processor board and successfully reinstalled the b.17 software. Following the repair, all required functional and safety tests were performed in accordance with the manufacturers specifications. The unit operated as intended and was returned to service. The following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. Wayne. The failure analysis and testing dept. Received executive board with a reported unit failure of unit froze and would not complete download during the download of b.17 software. The fat dept. Performed a visual inspection of the received executive pcba and confirmed that no physical damage or abnormalities were observed. The fat dept. Installed executive board in the cardiosave test fixture and tested in accordance with factory specifications per procedure and the cardiosave service manual. After the installation of the executive pcba in the test fixture, the b.17 software download halted, an alarm was triggered, and the watchdog wd displayed fault code f0. The fat dept. Was able to verify the reported failure as described by the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation

Event description:
It was reported by the getting field service engineer that during install, the cardiosave intra-aortic balloon pump (iabp) unit would not load b.17 software and is stuck with f5 error code. There was no patient involved.